Event description:
It was reported to philips that there was issue with wired footswitch. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and completed as planned. The philips field service engineer (fse) inspected the system on site and confirmed that there was issue with wired footswitch. Review of the system log file didn¿t show any error. Upon troubleshooting fse found that the cable of the wired footswitch was damaged. To resolve the issue, fse replaced the wired footswitch. The defective component was returned to philips for analysis and identified additional failures include the absence of anti-slip features and a loose bracket. The system was returned to use in good working order. The codes were updated based on the investigation outcome.